Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. The device remains implanted. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the nurse informed the sales rep that the sleeve was not in the package.